Event description:
On 13-feb-2026 it was reported that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose (bg) levels reported as above 350 mg/dl, resulting in diabetic ketoacidosis (dka). The user was transported to the emergency department, treated with exogenous insulin and IV fluids, and discharged 10-dec-2025. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis requiring emergency department treatment. This situation can result in acute metabolic decompensation requiring emergency medical intervention and is consistent with the reported treatment with IV insulin and fluids. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, no factory reset, and no motor errors. The ilet was delivering requested insulin and responding appropriately to cgm glucose values. Hyperglycemia began following a supply change, indicating a likely infusion set failure or interruption along the insulin fluid pathway resulting in insufficient insulin delivery. Based on available information, the event was attributed to suspected fluid pathway interruption; however, a definitive device malfunction could not be confirmed. If additional information becomes available, a supplemental MDR will be submitted.